Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the blade tip was broken during the procedure. There was no patient consequence reported. No additional information can be provided.